Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to diabetic ketoacidosis. Customer stated that she woke up with a dead battery. The insulin pump did alarm her of the low battery. Customer tried to delivery a bolus and received a no delivery alarm. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was feeling sick and ketones. Hospital is treating customer with insulin drip. Nothing further reported.